Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient reported the infusion device display was cracked and there are black spots that interfere with his ability to view the insulin delivery amounts. The infusion device was not dropped on a hard surface in the past 48 hours. He believes it was damaged when it hit a counter. He also reported the infusion device and blood glucose meter have not communicated since the display was damaged. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The bluetooth function was tested successfully and fulfills the product specification. Furthermore, the connection ability is not affected by the damage on the device display.